Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device remains in patient. A follow-up report will be submitted with all additional relevant information. The other slda clip is being filed under a separate medwatch report. Na.

Event description:
This is being filed to report the clip detached from one leaflet and remained attached to the other leaflet and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) (90508u125) was advanced to the mitral valve and the clip was implanted, reducing mr to 2-3. A second clip (90412u104) was implanted to further reduce mr, but after clip deployment, the first clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Tissue damage was noted with the anterior leaflet and mr increased to 3. There was no interaction between the clips. A third clip (81126u145) was advanced to stabilize the slda. After the third clip was deployed, significant motion remained with the first clip. A fourth clip (90417u356) was advanced for further stabilization and the clip became entangled with chordae. Troubleshooting was performed, and the clip was freed but caused the third clip to detach from the anterior leaflet (slda) too. The fourth cds with the clip was removed from the patient anatomy as it was decided to send the patient for mitral valve replacement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) was due to challenging patient anatomy. Tissue damage was an outcome of slda. The reported patient effect tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.